Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary low or blocked pump flow: the cause of the low pump flow was unable to be determined as limited clinical details were provided and no product or data logs were returned for review.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 69 year old female on an impella 5.5 due to cardiomyopathy. During support, the patient experienced continuous suction alarms. Bedside echo confirmed proper placement of the device with the outlet measuring approximately 5.2 cm from the annulus. Patient's pa pressures read 30/12 with a cvp of 13. Patient is currently being assessed for va ECMO. The patient remains on support.

Manufacturer narrative:
The initial reporter stated the pump was discarded and will not be returned for evaluation.